Event description:
Related manufacturer report number: 2938836-2017-24573. During follow-up, exit block was noted on all vectors due to dislodgement. During lead revision, it was suspected that body fluid was present in the header of the device. The lead and device were explanted and replaced. The patient is in stable condition.¿

Manufacturer narrative:
Test leads were able to secure properly to respective lead bores. The cause of the header anomaly remains undetermined. Pacing outputs from the lv channel were also normal. No anomaly's were reproduced during testing.